Manufacturer narrative:
The returned product eval confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully. The lot was found to have met all acceptable criteria.

Event description:
Customer called to say they rec'd a pod occlusion alarm, but not before her blood glucose levels had elevated up to high. She was able to start a new pod successfully. No further issues were identified.